Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Retained at (B)(6).

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. Two photographs of an explanted primary tibial tray and insert, both of which appear intact with some irregularity noted on the articular surface of the tibial insert. Medical review concluded: there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this patient¿s clinical problems. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to tibial loosening, pain, and recurrent effusion. The components were implanted in situ for ~3.50 y. The tibial, tray, and insert were revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 8.

Event description:
The arthroplasty was revised due to tibial loosening, pain, and recurrent effusion. The components were implanted in situ for ~3.50 y. The tibial, tray, and insert were revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 8.